Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted product was disposed by the facility.